Manufacturer narrative:
H.6. Investigation: two photos of a loose 10ml syringe were received and evaluated. It was observed in both photos the syringe had crack around the base of the collar and a crack that extended from the middle of the threads and into barrel to the 1ml marking. The damaged was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml luer-lok gamma irradiated leaked. The following information was provided by the initial reporter: "material no.: 304406, batch no.: 8324556. It was reported that multiple cracks at the luer lock area of the syringe which lead to leaking. Crack- leak: customer report of "leaking" was confirmed. Leakage was detected at the tip of the coset syringe during priming. Multiple cracks were observed at the luer lock area of the syringe. The crack also extended to the syringe barrel, approximately 0.55" in length. Leakage occurred from the crack on syringe barrel. No other visible damage was observed from the coset system. Engineering task assigned for further investigation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml luer-lok gamma irradiated leaked. The following information was provided by the initial reporter: "material no.: 304406, batch no.: 8324556. It was reported that multiple cracks at the luer lock area of the syringe which lead to leaking. Crack- leak. Customer report of "leaking" was confirmed. Leakage was detected at the tip of the coset syringe during priming. Multiple cracks were observed at the luer lock area of the syringe. The crack also extended to the syringe barrel, approximately 0.55" in length. Leakage occurred from the crack on syringe barrel. No other visible damage was observed from the coset system. Engineering task assigned for further investigation."